Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  endoleaks . Also, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following was reported to gore: on (B)(6) 2017 a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. A type ii endoleak was noted at the completion of the procedure. On (B)(6) 2017 the type ii endoleak was still present on the ultrasound imaging. On (B)(6) 2020 the persistent type ii endoleak was treated by means of onyx embolization. The patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2016 a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. A type ii endoleak was noted at the completion of the procedure. On (B)(6) 2017 the type ii endoleak was still present on the ultrasound imaging. The endoleak was reportedly coming from the lumbar arteries, distal part of aneurysm sac. The aneurysm growth was 2cm. On (B)(6) 2019 the persistent type ii endoleak was treated by means of onyx embolization. However the endoleak did not resolve. The patient tolerated the procedure.

Manufacturer narrative:
Updated a2, a3, a4, b3, b4, b5, b6, and d6.

Event description:
The following was reported to gore: on (B)(6) 2016 a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. A type ii endoleak was noted at the completion of the procedure. On (B)(6) 2017 the type ii endoleak was still present on the ultrasound imaging. The endoleak was reportedly coming from the lumbar arteries, distal part of aneurysm sac. The aneurysm growth was 2cm. On (B)(6) 2019 the persistent type ii endoleak was treated by means of onyx embolization. However the endoleak did not resolve. (B)(6) 2020 to date, the endoleak is still present. The patient is being monitored. No further patient information is available to gore. The patient tolerated the procedure.

Manufacturer narrative:
A3 updated.